Event description:
The customer reported via phone call that she put the sensor into the serter and it came apart. The customer asked her husband if she had the sensor in properly but she reported that the sensor just came apart. They thought they were able to put it together and attempt insertion. She stated that she pressed the serter button to get the needle hub out. She advised that she had attempted to insert the sensor after putting it back together, but the sensor did not connect with the insulin pump for at least 30 minutes. The customer's blood glucose was 178 mg/dl. She was advised that the sensor needle most likely retracted, and the sensor may not have inserted into her skin. She agreed, stating that she did not feel any pain upon insertion. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The complaint is against the enlite insertion device however, the customer returned the needle that separated from the sensor.